Event description:
It was reported that the customer had a sensor error and a cal error when he was mowing the lawn last night. Customer stated that his blood glucose levels went really low in the 50's mg/dl and his blood glucose level was in the 120's mg/dl. Customer reported that it never came back and it turned off. Customer's current blood glucose level was 106 mg/dl. Troubleshooting was performed and it was advised that the sensor may not be working, dislodged, bent, retracted, or damaged. Sensors will be replaced. No additional information provided.

Manufacturer narrative:
Reliability analysis inspected one opened enlite sensor, and performed testing. The sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.